Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the positioning of the patient's head during the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Since implant, the patient has been experiencing pain in the back of their head and neck and favoring their right side. In the opinion of the physician, the pain was related to the position of the patient's head during implant. A neck CT was performed, but no notable findings were shared. A neck injection occurred on (B)(6) 2024, and the patient initially felt some pain relief; however, the pain returned to baseline. As of (B)(6) 2024, the patient reported still experiencing the baseline pain, but they seemed to be doing somewhat better. No additional planned intervention was reported.